Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements on the right atrial channel. Additionally, a signal artifact monitoring (sam) episode was inappropriately recorded due to noise and oversensing of the right atrial channel. Furthermore, this patient experienced one episode of pacemaker mediated tachycardia (pmt). The device's algorithm successfully terminated the episode of pmt. Reprograming of the device was discussed. The patient will continue to be monitored. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the complaint description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Additionally, the investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please see the complaint description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements on the right atrial channel. Additionally, a signal artifact monitoring (sam) episode was inappropriately recorded due to noise and oversensing of the right atrial channel. Furthermore, this patient experienced one episode of pacemaker mediated tachycardia (pmt). The device's algorithm successfully terminated the episode of pmt. Reprograming of the device was discussed. The patient will continue to be monitored. This device remains in service. No further adverse patient effects were reported.